Manufacturer narrative:
There were no samples received for evaluation for this complaint therefore an examination of the reported condition could not be per formed. The complaint reported could not be confirmed as the samples were not returned. A device history record (DHR) review was completed for lot# 17f013462. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective/preventative action (CAPA) was established to determine potential root causes for complaints of a miscount. The potential root causes were determined to be: the accuracy and consistency of the scales used to weigh the sponges had not been verified; the procedure to set up the scales did not reflect the current process; for smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band which could inadvertently create miscounts. A CAPA was completed to optimize the autobander process and prevent recurrence of the reported condition. The corrective actions were implemented after the manufacture date of the reported lot. Therefore, no additional actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported several packs have been received banded with counts of nine or eleven.